Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. As received, the attachment could support the reported complaint. However, a root cause could not be determined and was not reproducible through testing. Production & quality testing of the attachment was not performed as the device was not in working condition. The cap was missing from the cap assembly as received. Microscopic evaluation revealed minor gear wear. Both bearings looked good. Minor debris and was observed within head and cap bottom cavities. Some corrosion was noted on the head-tail and drive dog assemblies.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 ca attachment while in use. The reported complaint did not result in an injury or need for intervention.